Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Visual inspection of the instrument found no physical or cosmetic damage to any cables or wires on the distal end. The housing was removed from the back end, no cable or wire damage was found. An electrical continuity test was performed and passed. An energy delivery test was performed while the instrument was installed on an in-house system and passed. Additional observation(s) not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips. The thermal damage to the yaw pulley is unrelated to the conductor wire on the instrument. No insulation damage was observed. The conductor wire is not damaged or broken.